Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead product ID: 37744, serial#: (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was unable to adjust the stimulation from her implantable neurostimulator (ins), and was receiving a 'charge ins' icon. No stimulation was felt; no coupling bars were apparent. Patient was never able to get coupling, and was not able to charge for the previous 3 weeks. The patient was never trained/needed more training on using the ins recharger (insr). The insr indicated a battery flashing at ¼ full. The last successful recharge session was 1 to 2 months previous. The antenna-locate (al) feature was utilized, allowing the patient to charge with no telemetry bars. An overcharge was suspected. Additional information received reported that the patient's ins was revised to the patient's abdomen on (B)(6) 2012 due to battery failure <(>&<)> depletion. It was noted that an MRI/x-ray/CT scan was taken on (B)(6) 2012 with 'good' results. The patient recovered without sequelae.